Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 203 (pulse test fault).  The cause for the pulse test failure was isolated to oxidation on inter-pca connector j1002. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.